Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a loss of therapy. The patient stated that it was not working as well since she switched programs. The patient requested direction on whether to switch programs or increase settings on current program. Patient services advised going with any directions that had previously been given by her healthcare provider (hcp). The patient stated that she did not need any instructions and would make the adjustments herself. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient experienced uncomfortable stimulation. Patient also reported that they had the foot twitching on and off since the implanted and when they turned down stimulation, they felt better. Patient further mentioned that they felt intermittent stimulation. No further complications were noted or anticipated